Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, instructions for use (IFU) manufacturing, quality control, specifications, and visual inspection of the device was conducted during the investigation. One used wire guide was returned. The proximal end of the wire guide exhibited a slight bend. Two kinks were noted, one approximately 11cm proximal of the distal tip, and a second approximately 9.5cm proximal of the first kink. An uncoiled section was observed starting approximately 28.5cm distal of the proximal end and continuing for approximately 30.5cm. The weld balls on both the proximal and distal ends appear to be intact; however, the mandril wire appears disconnected from the weld. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. A complaint history search revealed one other relevant complaint for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. The root cause of this complaint is inconclusive. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated double lumen central venous catheter. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that the guidewire of the cook spectrum minocycline/rifampin impregnated double lumen central venous catheter became uncoiled. The catheter was inserted successfully into the right internal jugular vein of the patient over the guidewire during an intermediate stage of the procedure. It was when the operator attempted to remove the guidewire from the catheter assembly that the uncoiling was observed. The customer confirmed that no patient adverse events occurred as a result of the issue, and no additional procedures were necessitated. The device is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.